Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes impedance >2000 ohms. Although there was no visible damage on the outside of the lead, x-ray showed that the inner coil was damaged.